Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, he user in france reported blood glucose results of ¿430, 163, 147 and 155 mg/dl¿ with the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. There was no injury or medical attention sought due to the issue. However, this complaint is deemed reportable because the calculated difference between these results falls outside lfs' precision criteria.